Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Elevated bg was addressed via a correction bolus. Customer attributed cause to eating food. However, the customer also reported using fiasp insulin. Tandem technical support educated the customer this is against labeling. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.